Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot#: 4176044. D4. Medical device expiration date: 31-dec-2025. D4. Unique identifier (UDI) #: (B)(4). H4. Device manufacture date: 24-jun-2024. E1: initial reporter facility name: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, there were red blood cell rings lining the walls of an unspecified number of tubes across two lot numbers. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received eight (8) photos for investigation. Evaluation of the attached photos shows evidence of red cell hang-up. A total of 200 retained samples from each of the two lot numbers were visually inspected, and no additive abnormalities were found. Complaints for sample quality are under statistical control for the month of december 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the lots 4156047 and 4176044, for the indicated failure mode: sample quality - red cell ring. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, there were red blood cell rings lining the walls of an unspecified number of tubes across two lot numbers. No adverse impact was reported regarding the patient or user.